Event description:
It was reported that the device was explanted; per the reporter 'the device caused an infection'. A follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).